Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasion at 8.5 cm to 9.0 cm from the connector pin and the outer coil was exposed at the same area. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that ventricular noise was observed. A lead fracture was suspected. The ventricular lead was explanted.